Event description:
It was reported that the patient previously received an inappropriate shock in 2023 due to t-wave oversensing. It was noted that the smartpass feature had been automatically disabled due to low r-wave amplitude with pauses up to 11 seconds. The patient was considering implanting a leadless pacemaker with the subcutaneous implantable cardioverter defibrillator (s-ICD) or instead, so the patient was hospitalized. The field representative performed troubleshooting and found that the long pauses were the contributing factor in the smartpass feature automatically disabling. This led to oversensing and two inappropriate shocks. Technical services (ts) was consulted to review the data. Upon review, ts discussed that the r-wave was reduced enough to over-sense the t-wave due to lower r to t wave ratio. Ts also noted several untreated episodes with similar fast ventricular rhythm with reduced r-wave amplitude and low r to t ration. Ts noted that the type of reduction of r-wave in primary vector is more likely a change in patient's condition as does not include noise nor mechanical signals. The patient underwent a procedure to implant a leadless pacemaker. The field representative notated that an automatic setup was performed just before the implant while patient in a rapid atrial fibrillation (af). The first attempt was not successful due to very high ventricular rates. However, the second attempt passed in both alternate and primary vectors. Ultimately alternate sensing vector was chosen due to better r-waves and no oversensing was seen with pacing from the leadless pacemaker. Recently, the patient received further inappropriate therapy due to over-sensed atrial flutter and presented for a follow-up appointment. The physicians performed automatic set-up, which revealed all three sensing vectors were unsuitable due to low r-wave amplitude measurements or a poor r to t ratio. Manual set-up was then performed, which confirmed persistent over-sensing in both the primary and secondary sensing vectors. Provocative maneuvers and manipulations were unable to reproduce noise, but a lot of noisy artifacts were observed when the patient was moving and lying down. Diagnostic x-ray images were also taken. The physician wanted to turn therapy off and admit the patient to hospital, but the patient refused and presented the following day after their dialysis treatment. The device data, x-ray images, and updated screening results were provided to ts for review. The following day, the patient presented back to the hospital, where the device therapy was turned off. Ts had reviewed the provided data, images, and testing results, and it was discussed that the alternate sensing vector x2 could be temporary solution, as this vector had the highest amplitude measurements, but still a low r to t ratio. Ts noted that the system placement could be suboptimal and a repositioning could be useful, as the electrode was elevated and not covering the right atrium. Potential atrial ablation was also discussed. Temporary reprogramming options were provided, but the options were limited due the patient's challenging morphology. Screening was also reperformed, and the physician is considering implanting an extra-ventricular implantable cardioverter defibrillator (ev-ICD) system as the patient cannot have a transvenous system. At this time, the s-ICD system remains implanted and in-service. The patient was stable with no additional adverse effects.

Event description:
It was reported that the patient previously received an inappropriate shock in 2023 due to t-wave oversensing. It was noted that the smartpass feature had been automatically disabled due to low r-wave amplitude with pauses up to 11 seconds. The patient was considering implanting a leadless pacemaker with the subcutaneous implantable cardioverter defibrillator (s-ICD) or instead, so the patient was hospitalized. The field representative performed troubleshooting and found that the long pauses were the contributing factor in the smartpass feature automatically disabling. This led to oversensing and two inappropriate shocks. Technical services (ts) was consulted to review the data. Upon review, ts discussed that the r-wave was reduced enough to over-sense the t-wave due to lower r to t wave ratio. Ts also noted several untreated episodes with similar fast ventricular rhythm with reduced r-wave amplitude and low r to t ration. Ts noted that the type of reduction of r-wave in primary vector is more likely a change in patient's condition as does not include noise nor mechanical signals. The patient underwent a procedure to implant a leadless pacemaker. The field representative notated that an automatic setup was performed just before the implant while patient in a rapid atrial fibrillation (af). The first attempt was not successful due to very high ventricular rates. However, the second attempt passed in both alternate and primary vectors. Ultimately alternate sensing vector was chosen due to better r-waves and no oversensing was seen with pacing from the leadless pacemaker. Recently, the patient received further inappropriate therapy due to over-sensed atrial flutter and presented for a follow-up appointment. The physicians performed automatic set-up, which revealed all three sensing vectors were unsuitable due to low r-wave amplitude measurements or a poor r to t ratio. Manual set-up was then performed, which confirmed persistent over-sensing in both the primary and secondary sensing vectors. Provocative maneuvers and manipulations were unable to reproduce noise, but a lot of noisy artifacts were observed when the patient was moving and lying down. Diagnostic x-ray images were also taken. The physician wanted to turn therapy off and admit the patient to hospital, but the patient refused and presented the following day after their dialysis treatment. The device data, x-ray images, and updated screening results were provided to ts for review. The following day, the patient presented back to the hospital, where the device therapy was turned off. Ts had reviewed the provided data, images, and testing results, and it was discussed that the alternate sensing vector x2 could be temporary solution, as this vector had the highest amplitude measurements, but still a low r to t ratio. Ts noted that the system placement could be suboptimal and a repositioning could be useful, as the electrode was elevated and not covering the right atrium. Potential atrial ablation was also discussed. At this time, the s-ICD system remains implanted and in-service. The patient was stable with no additional adverse effects.